Event description:
(B)(4) study. Same patient as MFR report #: 2134265-2009-05678. It was reported that following a coronary stenting treatment procedure, stenosis and chest pain occurred. The index procedure treated the 75% stenosed, 2.5x10mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation and the placement of a 2.5x12mm taxus express2 stent resulting in 25%residual stenosis. The patient was discharged 2 days later on bayaspirin and panaldine. In (B)(6) 2010, with no ischemic symptoms angiography revealed a 90% stenosed, 3.0x7.0mm new lesion in the distal lcx artery. In (B)(6) 2010, a target vessel revascularization treated the lesion with angioplasty and placed an unspecified promus stent resulting in 25% residual stenosis. In (B)(6) 2010, the patient developed chest pain which was treated with nitro tape with improved condition. At the two year study follow up visit, the patient had no anginal symptoms.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).